Event description:
It was reported that "battery port two has broken pins after the controller fell multiple times in the rehab center." The controller was exchanged. No further information was reported.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the device revealed a broken pin on power source port 2 of the controller. Analysis of the device revealed that the device failed to meet specifications. Functional testing revealed that (B)(4) failed due to a broken pin that prevented the unit from establishing electrical connection to a power source on that port. The confirmed malfunction is related to the reported event. There are no known clinical factors that could have contributed to this event. The most likely root cause is the controller being dropped multiple times as described in the event. Heartware has initiated an internal investigation to further evaluate this issue.

Manufacturer narrative:
The site has indicated that the pump remains implanted, therefore it will not be returned. The controller is going to be returned to the manufacturer for evaluation. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product remains implanted.